Manufacturer narrative:
Concomitant medical products: product ID: 3531, serial# (B)(4), product type: external neurostimulator. Product ID: 3058, serial# (B)(4), product type: implantable neurostimulator. (B)(4).

Event description:
Patient just had his device implanted on (B)(6) 2016 and it was not working. Patient said that his representative told him that they would follow up with him this weekend. It was later reported by the patient that he was implanted with a trial lead. The patient trial lead had migrated. He called his doctor who did not go into the diagnostics/interventions but advised him to just pull the lead out. Patient pulled the lead out upon doctor's advice two days before the permanent implant. Patient was implanted with a permanent device on (B)(6) 2016. Patient added that everything had been working fine with the permanent implant.